Manufacturer narrative:
During service, the thermogard system was subjected to a burn-in test, and the system failed due to tcmid:05 (coolant diff failure), tcmid:07 (coolant temp high), and tcmid:08 (coolant temp low) errors displayed during the third day of the burn-in test. The lm 34 temperature sensor was replaced to address the observed errors. Following the part replacement, the thermogard system passed the final functional, calibration, and electrical safety tests without issues.

Event description:
During the maintenance phase of the ivtm therapy, the thermogard xp ivtm system (B)(6) powered off on its own. The customer unplugged the thermogard system to reset and kept resetting to continue the therapy. Upon notifying the hospital's clinical engineering, the thermogard system was replaced with another thermogard system to continue the therapy. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system sn (B)(6) powered off on its own was confirmed during the functional testing. The root cause of the reported complaint was a failed power supply, likely attributed to the device's aging. The thermogard system was manufactured in 2011 and is over 12 years old, well past the expected serviceable life of 5 years. Unrelated to the reported complaint, a missing cold well cap and a nut at hmia, a loose ce fan condenser j29 connector and cracked bumpers were noted upon visual inspection. The observed physical damages are likely attributed to wear and tear or user mishandling. The damaged and missing parts need to be replaced to address the observed physical damages. The event log review indicated mid:14 (bg power supply) and mid:16 (software) errors unrelated to the reported complaint. The observed errors were not duplicated during the functional testing. The likely cause of the mid:14 could be a failed power supply, and mid:16 could be the entries on the patient data were full. Mid:16 can be cleared by deleting the entries on the patient data. The thermogard system passed the preliminary functional testing but powered off on its own during the overnight burn-in test, confirming the reported complaint. The power supply needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).